Event description:
It was reported that during a surgical procedure it required the use of multiple skin staplers to close the wound. The staples would not hold the skin in position and surgical time was extended. No patient injury was reported and the procedure was not altered.